Event description:
In 2008, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultra meter would not power on and that the meter's test strip port was too tight. The patient also alleged that her one touch ultra test strips were peeling upon insertion into the meter's test strip port. The patient indicated that the reported issues started occurring gradually 2 weeks prior to calling lfs on the same day. The patient did not take any actions related to diabetes treatment as a result of the alleged meter issue. On an unspecified date/time after the reported issues began, the patient developed symptoms of blurry vision and having a headache. The patient also apparently stated that an "ear was kind of burned." The patient denied receiving medical intervention and not tested on another device during the time of concern. It would have been helpful to know the following information: the patient's testing frequency, her medication and diabetes management regimens, if the patient made any changes to the regimens because of the reported issue, and what dates/times the issues started. In addition, it would have been helpful to know the dates/times that the reported symptoms started, what actions the patient took before and after the symptoms developed, and what her last successful blood glucose reading was on the reported meter. The reported issues were not resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms, which can be suggestive of hyperglycemia, after the alleged issues began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.